Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred over the past year. The customer's blood glucose was 250-430 (mg/dl). Reportedly, the customer changed the infusion set and cartridge to address occlusion alarms. The customer declined to perform troubleshooting with tandem technical support.